Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during angioplasty procedure, the drug coated balloon allegedly does not deflate. It was further reported that the balloon could not be removed from the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one lutonix 035 drug coated balloon was received for evaluation. An in-house presto inflation device was used to inflate the balloon, which inflated and maintained pressure where the balloon did not fully deflate. Further, on second attempt to inflate the balloon, water was noted to be leaking from the inflation luer. After the balloon was fully deflated on the second attempt, the sheath was retrieved from the balloon. An in-house guidewire was also advanced through the guidewire lumen, and resistance was encountered at the kinked region. Minimal saline residue was noted on the guidewire. No further testing was performed. Therefore, the investigation is confirmed for the reported deflation issue as the balloon did not deflate fully. Also, the investigation is confirmed for the identified leak as a leak was noted from inflation leur. However, the investigation is unconfirmed for the reported sheath removal difficulty as the sheath was retrieved from the balloon successfully. A definitive root cause for the alleged deflation issue, sheath removal difficulty and identified leak could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during angioplasty procedure, the drug coated balloon allegedly does not deflate. It was further reported that the balloon could not be removed from the sheath. The procedure was completed using another device. There was no reported patient injury.